Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were hospitalized on saturday evening due to diabetic ketoacidosis and high blood glucose level of 589 mg/dl and current blood glucose was 234 mg/dl. Customer experienced nausea, headache symptoms. The drive support cap appears normal (slightly indented). The customer was wearing the insulin pump at the time of admission. The customer treated for high blood glucose was insulin pump. The insulin pump was not replaced or returned for analysis.